Event description:
This patient developed a hematoma post implant. Oozing at the implant site was noted. The hematoma was stabilized and the patient was discharged from the hospital on (B)(6) 2010. All records indicate this device remains actively implanted. Should additional information become available, this event will be updated.